Event description:
Per the surgeon, during a navigated spine case the instrument depth showed the instrument 2-3mm deeper on the device's display than the instrumentation was in the patient's anatomy. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation. Per additional information, "during the incident in question, the customer was not holding respirations during the scan acquisition with the airo," the reported event is due to use of device issue. H3 other text : additional information provided by customer.

Event description:
Per the surgeon, during a navigated spine case the instrument depth showed the instrument 2-3mm deeper on the device's display than the instrumentation was in the patient's anatomy. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.